Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body - damage to transition tube¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8780 lot/serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter, ubd: (B)(6)2018, UDI#: (B)(4).

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient receiving 1200 mcg/day of baclofen at 2000 mcg/ml via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient was complaining that his spasms have come back. A dye study was performed. The physician aspirated back from the cap (cather access port) and received yellow clear fluid. The fluid was not sent for analysis because there was not enough for culture. The dye was inserted but was not seen flowing freely in the csf (cerebrospinal fluid). It looked like the dye may have been pooling at the entry point of l2. The catheter was flushed with preservative free saline and then a prime bolus was performed to prime the catheter again. There were no known factors that may have caused or contributed to the reported issue. The patient was being referred to a surgeon for a catheter revision. Surgery was planned but not yet scheduled.